Manufacturer narrative:
(B)(4). Device is combination product device evaluated by MFR: visual examination of the returned device noted that the proximal edge of the stent was damaged, a number of struts were bent back distally. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No further issues were noted with the returned device which could have contributed to the reported complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention the device was unable to cross the lesion. The stenosed target lesion was located in the left anterior descending artery (lad). A 24 x 2.25mm taxus liberté was advanced to the lad; however, the device was unable to cross the lesion. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is stable. Returned product analysis revealed stent damage.